Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow-up in clinic with pocket infection. Device was explanted. Patient's condition was stable throughout the procedure.